Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The articulation of the delivery system was out of plane. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. There was a visual observation with the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted there is a kink/buckle on the shaft at 4.5 cm from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. There is blood in the male luer housing of the flush valve. The is blood on the tether at the proximal end of the delivery system. The device was able to be deployed and recaptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the reported "parameters" that were "not ideal" were referring to the high thresholds of the ipg.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/number: (B)(4), use by date: (B)(6) 2019, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was not anchored, so the physician re-captured the device to reposition. The ¿parameters were not good¿ so the physician was going to reposition the device again. However, it was ¿impossible¿ to put the device back into the delivery system. The ipg system was then explanted and a different system was implanted. No patient complications have been reported as a result of this event.